Event description:
As reported, during use in a mitral case, this swan ganz catheter took a long time to display cardiac output (co) and then it was provided intermittently since blood temperature was swinging and out of range. The catheter was still in situ in patient. No further information available. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics unable to be obtained. Follow up is ongoing to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results.

Manufacturer narrative:
Based on further information provided, an error message was displayed at the time of the event. The displayed error message appropriately alerts the user of a potential issue; including but not limited to inaccurate values, and intermittent signal / connection. This will prompt the clinician to conduct routine trouble shooting. If unable to correct, the catheter can be exchanged for a new one through the sheath introducer without an increase in the inherent risk of infection and with minimal delay in monitoring or treatment. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.